Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, on a survey for a cordis railway sheathless access system, respondent #1 stated that the catheter developed a kink and was not usable. The respondent also reported a transient spasm that responded to nitroglycerin. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, on a survey for a cordis railway sheathless access system, respondent #1 stated that the catheter developed a kink and was not usable. The respondent also reported a transient spasm that responded to nitroglycerin. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿vessel dilator kinked/bent and vasospasm¿ could not be evaluated. Without the return of the device or procedural images, the exact cause of the reported event could not be determined. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. Vasospasm is a potential complication of this type of procedure and device. A definitive root cause could not be conclusively determined but patient history, clinical status, comorbidities, and pharmacological factors may have been possible contributing factors for the patient outcome. Catheter-induced vasospasm is produced by mechanical stimulation of a vessel by contact with a catheter. Poking and prodding of arteries might occur during engagement of any catheter into an artery. Catheter-induced vasospasm is fortunately uncommon and unpredictable and easily treated with nitroglycerin or can be prevented with premedicating. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.